Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject device was replaced because the battery reached the recommended replacement time prematurely.

Event description:
It was reported that the subject device was replaced because the battery reached the recommended replacement time prematurely.

Manufacturer narrative:
Preliminary analysis revealed a normal batter depletion.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject device was replaced because the battery reached the recommended replacement time prematurely.